Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit leakage and e226 scope communication error occurred. However, the most probable cause for corrosion on coupler unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited leakage from plug unit, e226 scope communication error code, and corrosion on coupler unit. There was no patient involvement.